Event description:
It was reported by the patient that he had undergone a water vapor therapy procedure approximately six years ago. The patient stated the procedure was extremely painful. Additionally, the procedure did not relieve his symptoms for an extended amount of time. He stated that his prostate was "larger" than "required" although he was not able to recall the size of his prostate prior to the procedure. The patient currently is using self-catheterization and also has erectile dysfunction.

Event description:
It was reported by the patient that he had undergone a water vapor therapy procedure approximately six years ago. The patient stated the procedure was extremely painful. Additionally, the procedure did not relieve his symptoms for an extended amount of time. He stated that his prostate was "larger" than "required" although he was not able to recall the size of his prostate prior to the procedure. The patient currently is using self-catheterization and also has erectile dysfunction.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.